Event description:
It was reported that a revision surgery was needed to replace a reflect implant has been found ruptured at t10-11 post operatively. This event occurred in the UK.

Manufacturer narrative:
The device was unavailable for evaluation. The implant has been reported to be ruptured post operatively, and the patient underwent revision vbt surgery to fix the ruptured cord. No determinations could be made as to the cause of the reported issue.